Manufacturer narrative:
Block b3: exact date unknown, event occurred several months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-50 serial number: (B)(6). Batch/lot number: 7073964 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-50 serial number: (B)(6). Batch/lot number: 7074556 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 serial number: batch/lot number: 26612867 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) explant procedure. Patient was doing well postoperatively. The explanted device will not be returned.